Event description:
It has been reported to us that the aspiration catheter separated while being advanced during the procedure. The physician inserted the aspiration catheter into the patient, and while being advanced, the aspiration catheter stopped moving forward. The physician removed the device from the patient and the aspiration catheter shaft had separated. The physician replaced the device with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.